Event description:
Customer reported the autopulse platform (sn unknown) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.